Event description:
Boston scientific received information that this right atrial lead exhibited noise, loss of capture and sensing and high out of range impedance measurements of greater than 2500 ohms impedances. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.